Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for one sample. The following results were provided for sid (B)(6): sodium initial result = 110 mmol/l, repeat result = 140 mmol/l, repeat result on other alinitys (ali2) = 139 mmol/l, (ali3) = 140 mmol/l (sodium reference range: 136-145). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely depressed sodium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available trending review determined no related trend for elevated results for the product. The device history record review did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. The following error occurred on the module at the same time when sample processing was initiated for the sample with depressed results: error code 3006 ¿no fluid detected for r1 probe at position 25¿ and the quality controls were within range at the time of the incident. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity c ict sample diluent on the alinity c analyzer, serial number (B)(6), was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for one sample. The following results were provided for sid (B)(6): sodium initial result = 110 mmol/l, repeat result = 140 mmol/l, repeat result on other alinitys (ali2) = 139 mmol/l, (ali3) = 140 mmol/l (sodium reference range: 136-145) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. E1 phone - completed information: (B)(6). All available patient information was included. Additional patient details are not available.